Event description:
The hcp reported the pump was explanted due to an infection.

Event description:
Additional information from the hcp reports the patient presented with incisional wound opening and pocket erosion of the device pocket. A culture of the device pocket. A culture of the devie pocket was reported as positive for "staph epi." The patient was treated with both IV and oral antibiotics. The infection resolved. The patient had a risk factor of diabetes.